Event description:
A caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing instructions for a complete pump reset, successfully resolving the issue, and allowing the sensor session to start correctly without further error codes.